Manufacturer narrative:
The investigation confirmed that all vavd setpoints are erratic and will not settle and hold the vacuum setpoint. This was determined to be due to a component failure.

Event description:
During preventative maintenance, it was found that the unit was not maintaining a constant vavd pressure. We consider the inability to maintain a vacuum to be reportable, despite no patient involvement in this instance.